Event description:
During a stone extraction procedure, the tip of the ncircle tipless stone extractor broke off in the patient. The physician successfully removed the broken tip and used another device to complete the procedure with no harm to the patient. According to the initial reporter, the patient did not experience any adverse effects due to the occurrence.

Manufacturer narrative:
(B)(4). During the course of investigation, a review of the complaint history, device history record, drawing, instructions for use (IFU), mfg instructions (im), quality control (qc), specifications, trends and a visual inspection of the returned product was conducted. The customer returned one extraction device with a portion of the basket separated. The separated portion was not returned. The visual examination found no evidence of loose coils or wires on the returned portion. Per quality control, the integrity of this device is ensured, which includes, a visual inspection for any damage and of the wire dimensions. The device is shipped with an instructions for use (IFU), which gives suggested handling instructions for extractors and forceps. The IFU states that excessive force could damage the device. Appropriate controls are in place. Based on the info provided and the results of our investigation, it appears the wire broke from excessive force. We have notified the appropriate internal personnel and will continue to monitor for similar events. Per the quality engineering risk assessment: no further risk reduction is required.

Event description:
During a stone extraction procedure, the tip of the ncircle tipless stone extractor broke off in the pt. The physician successfully removed the broken tip and used another device to complete the procedure with no harm to the pt. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.